Event description:
It was reported that a spectrum pump had a reoccurring system error 322 link switch error (low) when loading set. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The reported problem 'had reoccurring error 322 when loading set' was confirmed during the event history log (ehl) review. During functional testing, 'had reoccurring error 322 when loading set' was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the lower link switch was not working. No correction is required as the device is found to be unserviceable due to extensive damage to multiple internal components. Should additional relevant information become available, a supplemental report will be submitted.